Manufacturer narrative:
The device was disposed on the hospital.

Event description:
A mechanical thrombectomy using the subject device was performed to treat an acute cerebral ischemia of the entire middle cerebral artery (mca) area; however, only one spot (size 30x15 mm) had signs of finished infarct in the right m1 mca. During the procedure it was reported that some bleeding occurred. However, the procedure was completed with a thrombolysis in cerebral infarction (tici) score of (B)(4). It was reported that definitely at the end of the procedure there were signs of minimal bleeding in basal ganglia. There was no treatment provided. The patient died the same day from the cerebral edema and the reported cause of death was stroke progression. The physician stated that there was no damage caused by the subject device; however, if the patient "had not been treated by the means of the subject device - probably no bleeding would appear." The reported event was accessed as related to the device and procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, cerebral edema and death are known and anticipated complication to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated patient complication.

Event description:
A mechanical thrombectomy using the subject device was performed to treat an acute cerebral ischemia of the entire middle cerebral artery (mca) area; however, only one spot (size 30x15 mm) had signs of finished infarct in the right m1 mca. During the procedure it was reported that some bleeding occurred. However, the procedure was completed with a thrombolysis in cerebral infarction (tici) score of 3. It was reported that definitely at the end of the procedure there were signs of minimal bleeding in basal ganglia. There was no treatment provided. The patient died the same day from the cerebral edema and the reported cause of death was stroke progression. The physician stated that there was no damage caused by the subject device; however, if the patient ¿had not been treated by the means of the subject device ¿ probably no bleeding would appear.¿ the reported event was accessed as related to the device and procedure.